Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, and h11.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. H6 impact code: non-serious injury/illness/impairment. H6 type of investigation: labelling review. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure reduced therapeutic efficacy over time / incorrect implant position was confirmed. Available information suggests that procedural conditions (inability to implant second device) and anatomical factors (anterior commissure flail prolapse) may have contributed to the reported event. However, a definite root cause is unable to be identified. Per the event description, the hemolysis was a result of the residual mr jet contacting the implant spacer, but no intervention or blood transfusion was required at the time of the procedure. The patient underwent additional surgery, but the degree of hemolysis appears to be mild and hemolytic anemia is not the direct reason for additional surgery. Subsequent surgical intervention revealed that the implant dislodgement had occurred on the anterior leaflet side. The anatomical factors previously discussed likely contributed to this slda; however, no imaging or additional information was provided regarding the additional surgery. The device history record review was completed. While this device did not pass all manufacturing and sterilization inspections, no nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position. One device was placed to treat a lesion with mr 4++ caused by anterior commissure (ac) flail prolapse. Due to the lesions width, location, and interference from chordae, placement of a second implant was deemed difficult. Although residual mr remained at grade 3+, which was considered suboptimal control, the patient showed marked hemodynamic improvement. Therefore, the decision was made to complete the procedure without contradiction to the endpoint of teer. However, the echocardiographer (ec) commented that the residual mr jet appeared to be striking the spacer of the device. As anticipated, hemolysis occurred post-procedure. A surgical mitral valve repair is planned. 25sep2025 additional information received from ew clinical specialist hemolytic anemia was alleged by the physician; however, no blood transfusion was required. The degree of hemolysis appears to be mild. No clinical findings nor any medical records were provided by the customer. Treatment using the pascal teer system was unable to fully control mr due to anatomical constraints. While hemolytic anemia is not the direct reason for additional surgery, surgical valve repair is scheduled for october, date unknown, and will be performed using mics (minimally invasive cardiac surgery) to address the persistent mr. (Not reportable) 18oct2025 additional information received from ew clinical specialist during the initial procedure, the ac + a1 and p1 leaflets were grasped using the ace device in a 12-6 configuration, following seven rounds of orientation and optimization adjustments. Postoperatively, hemolysis was observed, which was suspected to be caused by a jet striking the spacer. Subsequent surgical intervention revealed, upon opening the heart, that slda had occurred on the anterior leaflet side. The posterior mitral leaflet (pml) side was easily detached, and mitral valve plasty (mvp) was performed.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.